Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time and date were inaccurate. Reportedly, the customer initially set the time and date wrong. Tandem technical support guided the customer through adjusting the pump time and date. Customer's blood glucose level was not impacted.